Manufacturer narrative:
The customer¿s report of tubing ripped ¿tear¿ and leaked was confirmed. Visual inspection of the set noted that the silicone segment had a tear near the upper fitment. The tear was measured to be 0.2445 inches long. Examination under magnification observed no crush mark to the upper blue fitment. No other anomalies were noted. Functional and pressure testing confirmed leaking coming out from the silicone tubing near the upper fitment. The root cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown.

Event description:
It was reported that the tubing ripped and leaked at the connection point. There was no harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the tubing ripped and leaked at the connection point. There was no harm.